Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000264. Product ID: bi71000192.; product ID: bi71000159. H3: a medtronic representative went to the site to test the equipment. Testing revealed that it was confirmed that there were broken covers. The rotor was moved manually to the door open position and invalidate home was performed to initialize all axis's. After invalidate home was performed, there was no issue with opening/closing the door and spinning the rotor. It was unknown what the problem was or why the rotor and the door was not responding. Movements were tested several times trying to duplicate, and everything worked fine. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intraoperatively during a posterior cervical fusion procedure. It was reported that the rotor rotation and door open was not responding. Additionally, the inner bottom gantry cover and lexan cover on the bottom left were broken. There was a reported delay to the procedure of 20-30 minutes due to this issue before the use of navigation was aborted. However, it was noted that the majority of the case was performed with navigation. The last confirmation spin was cancelled. There was no reported impact on patient outcome.